Manufacturer narrative:
The reported complaint that the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause of the system error was determined to be the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is attributed to wear and tear. The autopulse platform was manufactured in august 2017 and has exceeded its expected service life of 5 years. During visual inspection, the front enclosure was observed with a large crack/ breakage in the front-end area, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The front enclosure was replaced during servicing at zoll in september 2021. The damaged front enclosure was replaced to address the issue. A review of the archive data showed a system error, 139 (unable to hold compression position) on the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation determined that the root cause of the system error was due to the drivetrain motor brake gap being too wide, out of specification. The brake gap could not be adjusted, and the drivetrain motor assembly was replaced to address the issue. Subsequently, the autopulse platform was tested with the large resuscitation test fixture (lrtf) using known-good test batteries until discharged without any fault or error. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (B)(4) was used in an attempt to resuscitate a 79-year-old male patient in cardiac arrest. The cause of the cardiac arrest was presumed cardiac, and it was not witnessed. It is unknown how long the patient was in cardiac arrest before receiving manual CPR, performed by skilled nursing facility personnel. Manual CPR continued for about 10 minutes until the autopulse platform was deployed. The customer reported that the autopulse platform displayed "system error, out of service, revert to manual CPR". The crew did not perform any troubleshooting steps and switched to manual CPR, which was performed for 25 minutes. Return of spontaneous circulation (rosc) to the patient was not achieved, and the patient was later pronounced dead on the scene. The customer stated that the patient's outcome was unrelated to the autopulse system.